Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced hyperglycemia with diabetic ketoacidosis (dka). The patient´s mother called emergency medical services (ems) around 1:00 pm. The paramedics performed and electrocardiogram and took a bg reading which was 390 mg/dl. They treated the patient with IV medication and took him to the hospital. There, he was admitted to the intensive care unit (ICU) and treated with IV medication, fluids and saline water. The patient was discharged on the (B)(6) 2024 around 6:00 pm. At the time of the report the patient was feeling well. Although the cgm was reported inaccurate there were no cgm values reported. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.